Manufacturer narrative:
The insulin pump had button error alarm and had no button response due to corroded keypad traces. No moisture damage noted on electronic assembly or on motor. The insulin pump had a scratched display window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 172 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.